Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8572696. Device history review ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2019, the patient underwent a left knee revision due to ligamentous instability, effusions, limited motion, and tibial loosening. The surgeon indicated the tibial component had completely de-bonded from the tibia cement leaving 100% of the cement intact with the bone interface. Loosening at the tray/cement interface. He noted the femoral component was removed with reciprocating saw and osteotome. The surgeon reported the patella was revised to reduce the thickness for improved flexion. The patient was implanted with attune knee system and unknown bone cement. There were no complications to the procedure. Doi: (B)(6) 2018; dor: (B)(6) 2019 (lt knee).